Event description:
Hamilton medial ag received the following complaint description (summary): it was reported that the oxygen quick connect on a portable oxygen tank did not appear to latch securely. Although the ventilator hose seemed to be properly attached, it was later observed to have slipped from the connector during use, after which the patient experienced desaturation. The connector was examined following the event and showed indications that the latching mechanism may not have engaged as intended. The reporter listed patient desaturation and reported the patient outcome as death. No further technical details or contributing factors have been confirmed at this stage. The investigation to verify the allegation is still in progress.

Manufacturer narrative:
Hamilton medical ag ref. Nr: (B)(4). Investigation is ongoing,.

Manufacturer narrative:
Hamilton medical ags reference: (B)(4). Hamilton medical ags conclusion: it was reported that an oxygen quick connect on a portable oxygen tank failed to latch properly while a hamilton-t1 ventilator was in use. The incident involved a patient, desaturation occurred, an unknown medical intervention was reported, and the patient died. The customer stated that the issue was related to the quick connect of the portable oxygen supply and not to the ventilator. Hamilton medical ag did not receive the device log files and requested this information. The customer confirmed that the quick connect used at the time of the event was a third-party component not provided or sold by hamilton medical ag, as documented on 19.02.2026. The incomplete latching concerned an external accessory and not any internal function of the hamilton-t1. The quick connect was replaced, and the issue was reported as resolved. Based on the information available, no deviation of ventilator performance was identified, and no evidence was received indicating that the ventilator contributed to the reported outcome. The root cause relates to the third-party oxygen quick connect. The case is considered closed.